Manufacturer narrative:
Upon investigation, it was determined that during extraction step of sample processing, one sample had more volume in plate well than normal. This caused overflow of sample when tips of chemagic 360 tips spun to mix and caused contamination of nearby wells. The issue was not caught at the time of incident and plate was processed further for qpcr step. This resulted in submission of incorrect data (detected instead of non-detected and vice versa). The data was reported to client before issue was identified. Immediate action: the plate in question was reprocessed twice with stock sample and data set from both sets were compared with initial set of results. After both sets of results were compared, results were corrected as follows and reported. Reported result: detected. Actual result: non-detected. As part of corrective action, sop has been updated to visually check plate well for volume and report any unusual (more or less than 600ul) volume. The corrected results were reported back to client on (B)(6) 2021.

Event description:
On saturday, (B)(6) 2021 mnrun(B)(6) was flagged for data review for too many positives. It was reviewed by data submission team. It was concluded by data submission team, that the ms2 looked normal and did not suspect any contamination issue so it was passed and results were reported to client on (B)(6) 2021. During management qc check, manager noticed clusters of positives and requested re-run of plates. The re-run resulted some samples initially reported as detected to non-detected.